Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device with fluid and red particles on the shell. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted.